Manufacturer narrative:
The follow up report was submitted. The correct date is 20-dec-2019.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report..

Event description:
A picture of a cracked reservoir was added to the complaint documentation.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Event date has been updated to (B)(6) 2019. It was reported that customer received emergency medical assistance due to hypoglycemia on (B)(6) 2019 and customer experienced symptoms such as loss of consciousness. Customer experienced hyperglycemia on (B)(6) 2019 and treated their high blood glucose level with insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2019 with blood glucose of 486 to 599 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer mentioned seeing insulin in the reservoir compartment due to a leak. Troubleshooting was not completed. The customer had a low of under 40 mg/dl where paramedics came and administered glucose. The customer was using a competitor's sensor system and was using this to treat as he had run out of meter test strips. The insulin pump will be returned for analysis.